Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was attributed to the absence of illumination on the full height pyxis module controller board. A field service engineer replaced the pyxis module controller board(pmc) to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer was not recognized on the communication bus. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.